Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Per the instructions for use of the intrathecal catheter, a possible risk associated with use of the intrathecal catheter is catheter fracture, which would lead to a leak. During additional communication with the representative covering the issue, it was confirmed that the attending physician does not have an idea as to what caused the leak in the catheter. Additionally, the device was not returned for additional evaluation and investigation as it was stated that the catheter was not explanted, but simply tied off and left implanted during revision surgery. Internal complaint number: (B)(4).

Event description:
Representative contacted technical solutions to report that a catheter revision will be scheduled due to a leak in the catheter. Representative confirmed that a dye study was performed that and showed a leak in the catheter. The patient stated that the patient reported that they feel a burning sensation in their back where the leak in the catheter is. A catheter revision was later performed in which the original catheter was tied off and a new catheter was implanted.